Event description:
The customer reported that on (B)(6) 2012 a lower than expected diluted ferritin (dil ferritin) result was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial ferritin result was above the normal reference range and considered valid. The instrument automatically reflexed generating a dil ferritin result which was lower, but above the normal reference range. A manual dilution (at a factor of 1:5) on the same instrument generated a dil ferritin result which concurred with the initial ferritin result. The customer was questioning the reflex diluted ferritin result as not matching the initial result or the manually diluted result. The suspect dil ferritin result was not reported out of the laboratory and hence there were no reports of death, injury or change to patient treatment attributed to or connected to this event. Ferritin assay quality control results met customer established specification during the timeframe of the event. No patient specific information, sample handling/collection information or additional instrument performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) noted the customer obtained the dil-ferritin result in question on pipettor #1. The fse verified hardware performance by performing on board dilution testing with passing results within instrument specifications. The fse did not perform any repairs or note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.